Event description:
It was reported that one day post implant, no ventricular capture was noted at 7.5v. R-waves were 4.8mv. Impedance remained normal. The lead was replaced with an active fixation lead.

Manufacturer narrative:
Na